Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The registered nurse from the hospital called on behalf of the customer via phone call reporting the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl. The insulin pump was not working properly and the nurse was calling to see about obtaining a replacement pump for the customer. The customer was hospitalized with an infected wound, the high blood glucose happened after she was admitted into the hospital. The customer was treated with manual injection. The insulin pump will not be returned for analysis.

Event description:
The customer was contacted to clarify the cause of the infection. The customer stated the infection was not diabetes related. The customer had an abscess on her that got infected. The customer was wearing the insulin pump at the time of the event and treated their blood glucose with the insulin pump.